Manufacturer narrative:
Concomitant products: 507652 lead, implanted: (B)(6) 2011; 3387s-40 dbs lead, implanted: (B)(6) 2013; 3708660 neuro extension x 2, implanted: (B)(6) 2013; 37601 dbs ipg, implanted: (B)(6) 2013.

Event description:
It was reported that, three days post implant, the pacing impedance and thresholds increased to high, out of range values on the right ventricular (rv) lead. An x-ray was taken and it looked within normal limits. Approximately a week later, the patient was in the operating room and they noted the lead was snug in the connector block; however, there was dried blood on the pin of the lead when it was removed from the header of the implantable cardioverter defibrillator (ICD). Blood ingression was noted in the grommet and into the rv lead bore. The lead was cleaned off with a 4x4 and placed back into the header and impedances with normal measurements. The physician elected to explant and replace the device. A new device was given, and again the rv bipolar impedance was high and out of range through the new can. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.